Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the connector between the hub and the angiocatheter does not provide an adequate connection and leaks, especially with a power injector. This results in poor perfusion for the CT scan and a delay in imaging. There was no patient harm.